Manufacturer narrative:
Further information has been requested from the hospital. It is not clear if the device malfunctioned or if any harm came to the patient.

Event description:
Hamilton medical ag received the following incident description: "what cvicu is looking for is the reaction time as they believe there was a delay to when the patient was disconnected from the vent to the time someone entered the room and now it was a code situation. The incident happened on may 20th between 2000-2035. We need to look for the time of the patient disconnect alarm to the time that the alarm was silenced. They want to see how much time had lapsed before someone arrived into the room."

Manufacturer narrative:
Further information has been requested from the hospital. It is not clear if the device malfunctioned or if any harm came to the patient. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: "what cvicu is looking for is the reaction time as they believe there was a delay to when the patient was disconnected from the vent to the time someone entered the room and now it was a code situation. The incident happened on may 20th between 2000-2035. We need to look for the time of the patient disconnect alarm to the time that the alarm was silenced. They want to see how much time had lapsed before someone arrived at the room.".